Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure for permanent drg lead patient experienced a csf (cerebrospinal fluid) leak at the l5 level. A blood patch was not performed. Procedure was abandoned at that time. Patient was noted to have minor headache and nausea, post-operatively. No further information has been received.